Event description:
The pt reported no longer hearing sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specification. Explantation/reimplantation surgery was done on 07/24/1998. The healthcare professional has been informed that the explanted device should be returned to cochlear limited.